Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) device after removal of the previous device due to infection and erosion. There were no further patient complications to report and a patient outcome of fully recovered was reported.